Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the patient¿s log files confirmed low flow alarms. A correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient woke up due to a short period of low flow alarms with the presence of unspecific neurologic symptomatology. The patient was admitted to the hospital and was undergoing endovascular thrombectomy. An echocardiogram (echo) and computed tomography (CT) scan were done. A review of the log file showed a short period of transient low flow alarms with stabilization of flow to previous values. At the same time, rotor noise and displacement parameter changes were recorded, which also came back to normal values. The patient was hemodynamically stable, the lvad was functioning as intended, and the patient remained hospitalized for further monitoring. A review of the patient¿s controller event log file contained data from (B)(6) 2021 at 10:33:01 through (B)(6) 2021 at 08:52:41, per the timestamps. The patient experienced low flow fault flags from 00:35:38 through 00:35:55 on (B)(6) 2021 that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 2.0 lpm. Of these faults, 2 lasted over 10 seconds and low flow alarms were triggered. At this time, there was also a slight increase in motor power, rotor displacement, and rotor noise. By 00:36:05 the patient¿s flow had stabilized back to normal parameters. The hospital would not share the CT scan. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's lvad speed was increased on (B)(6) 2021 from 5.3rpm to 5.4rpm. An echocardiogram (echo) was also performed. Thrombus was confirmed by computed tomography (CT) scan, which confirmed ischemia in small brain vessel. An endovascular thrombectomy was done and the thrombus was removed. After the incident, the patient was converted to heparin and later back to warfarin. On (B)(6) 2021, the patient had epistaxis and aspirin was removed. Prior to the incident there had been no changed to the patient's anticoagulation status that may have contributed to the event. The patient was discharged on (B)(6) 2021 on only warfarin without any neurological impairment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient woke up due to a short period of low flow alarms with presence of unspecific neurologic symptomatology. The patient was admitted to the hospital and was undergoing endovascular thrombectomy. A review of the log file showed a short period of transient low flow alarms with stabilization of flow to previous values. At the same time, rotor noise and displacement parameter changes were recorded, which also came back to normal values. The patient was hemodynamically stable, the lvad was functioning as intended, and the patient remained hospitalized for further monitoring. A computed tomography (CT) was done.

Event description:
It was reported that the patient woke up due to a short period of low flow alarms with presence of unspecific neurologic symptomatology. The patient was admitted to the hospital and was undergoing endovascular thrombectomy. A review of the log file showed a short period of transient low flow alarms with stabilization of flow to previous values. At the same time, rotor noise and displacement parameter changes were recorded, which also came back to normal values. The patient was hemodynamically stable, the lvad was functioning as intended, and the patient remained hospitalized for further monitoring. A computed tomography (CT) was done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.